Manufacturer narrative:
Correction: b1, b5, h1, h6, imf annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was used to interrogate an implantable cardioverter defibrillator (ICD) instead of the remote monitoring mobile application. It was noted that bradycardia had been reported on the ICD and it required interrogation for a procedure. It was also noted that connection through the provided cable was unsuccessful. The physician commented that the ICD could not connect with the cord that was provided. Troubleshooting steps were taken to include using the correct remote monitoring mobile application and connecting via wireless fidelity, after which interrogation and data transmission were successfully completed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the mobile programmer application was used to interrogate an implantable cardioverter defibrillator (ICD) instead of the remote monitoring mobile application. It was noted that bradycardia had been reported on the ICD and it required interrogation for a procedure. It was also noted that connection through the provided cable was unsuccessful. Troubleshooting steps were taken to include using the correct remote monitoring mobile application and connecting via wireless fidelity, after which interrogation and data transmission were successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.